Event description:
Additional information later reported the patient was not having any symptoms. Troubleshooting included fluoroscopy, results not provided. The patient was noted as doing ¿very well¿ now.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was confirmed to be flipped. A pocket revision was done. A mesh pouch was added and the device remained implanted. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive - no injury¿. The pump was delivering infumorph. Additional information has been requested, but it was not available as of the date of this report.